Manufacturer narrative:
Additional manufacturer narrative: based on the information received patient's medical history and progression of an underlying disease likely contributed to the event.

Event description:
The patient was transferred to the intensive care unit (ICU) in stable condition and was later discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the cause of the event cannot be determined. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 27mm mitral valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to stenosis. The implant duration of the 27mm disabled valve at the time of the valve-in-valve intervention was six (6) years, eight (8) months. Both devices remain implanted. There were no complications reported.